Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
As part of the cryovalve sg aortic human heart valve retrospective/prospective, multi-center, (B)(4), an explant form indicating the following event was received. On (B)(6) 2010, the patient underwent an explant procedure for the following: unacceptable hemodynamics; along with calcification, valve leaflet degeneration, insufficiency, and perivalvular leak. The nature of the event was severe aortic valve regurgitation and evidence of left ventricular enlargement, ejection fraction 67%. The allograft was explanted. The surgeon is overall satisfied with the performance of the allograft and stated the patients had just outgrown the valves.